Event description:
It was reported that when the subject balloon catheter was guided to ic-cc, and when attempting to inflate the subject balloon during induction of a non-stryker guidewire, the subject the balloon did not inflate, therefore, the subject balloon catheter was retrieved. When the subject balloon catheter was visually examined, the subject balloon was broken. It was replaced with a new one, and the procedure was completed successfully without clinical consequences to the patient. No other information was provided.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The balloon was successfully inflated during preparation but it was reported that 'the subject balloon catheter was guided to ic-cc, and when attempting to inflate the balloon during induction of a non-stryker guidewire (boston scientific: filterwire ez); however, the balloon did not inflate, so the balloon catheter was retrieved. When the balloon catheter was visually examined, the balloon was broken'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that when the subject balloon catheter was guided to ic-cc, and when attempting to inflate the subject balloon during induction of a non-stryker guidewire, the subject the balloon did not inflate, therefore, the subject balloon catheter was retrieved. When the subject balloon catheter was visually examined, the subject balloon was broken. It was replaced with a new one, and the procedure was completed successfully without clinical consequences to the patient. No other information was provided.